Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified that the stent was detached from the delivery balloon and was positioned on the product mandrel alongside the stent protector. An examination of the detached stent found that both ends of the stent remained partially intact however the main body of the stent was severely stretched and the stent struts were misaligned. Approximately 1cm of one end of the stent did not appear stretched however, this section was compressed. Three rows at the other end of the stent did not exhibit the severe stretching that was evident on the returned stent. It is clear from the condition of the stent that excessive force was applied to the stent. An examination of the delivery device identified that the balloon had been inflated and was not refolded. There was a build-up of solidified contrast media inside the inflation lumen. There was an inverted crease in the balloon material just distal to the distal markerband. A visual and tactile examination found no damage along the extrusion. A visual and tactile examination found no issues with its profile. The stent protector was examined and no issues were noted. The inner diameter of the protector was measured at 0.43inch. The outer diameter of the section of stent that did not appear stretched was measured at 0.041inch. This indicates that no issues were noted with the inner diameter of the stent protector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. While preparing a 2.50 x 32mm synergy¿ drug-eluting stent for use, the physician noticed that there was no stent on the balloon and found out that the stent was "descrimped" inside the plastic cover. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgment occurred. While preparing a 2.50 x 32mm synergy¿ drug-eluting stent for use, the physician noticed that there was no stent on the balloon and found out that the stent was "descrimped" inside the plastic cover. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.